Manufacturer narrative:
A device history record review was completed for provided material number 305832 and lot number 2101405. The review did reveal one quality notification. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality engineer team. One picture shows a flu+ shelf-carton, another picture shows a flu+ syringe inside of the blister package, and the last picture shows the top web of the product (where the variable data is printed on the unit package). The provided pictures did not present any signs of the reported defects. Based on the report of ¿the plungers on this product are found to be stiff and judder in use,¿ we were unable to identify an exact cause for this reported issue based on the provided information and investigation results.

Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 the plungers were difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: 4. The plungers on this product are found to be stiff and judder in use. The batch in use at this time was 2101405. However, the staff stated that the issues are not limited to any one batch and are issues with all supplies of this product.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ flu+ syringe, 0.25-1 ml var dose, 23 x 1 the plungers were difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: the plungers on this product are found to be stiff and judder in use. The batch in use at this time was 2101405. However, the staff stated that the issues are not limited to any one batch and are issues with all supplies of this product.